Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 it was reported to anika that a patient of an unreported age and demographic who received orthovisc treatments had expired on (B)(6) 2022. It is unknown when the patient was last treated with orthovisc. The cause of death is unknown. The patient's comorbidities are unknown. There is no report of any device malfunction or appearance issues with the device. Additional information has been solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 it was reported to anika that a patient of an unreported age and demographic who received orthovisc treatments had expired on (B)(6) 2022. It is unknown when the patient was last treated with orthovisc. The cause of death is unknown. The patient's comorbidities are unknown. There is no report of any device malfunction or appearance issues with the device. Additional information has been solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of investigation at the manufacturing plant. Supplemental report: additional information was not avialble. Case was reviewed with a clinician. There was insufficient information to establish any temporal associated with the use of the device and the patient's death. A review of the manufacturing record could not be performed since the lot number was not provided. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.